Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during an implantable pulse generator (ipg) implant the physician "nicked" one of the patient's lungs causing a pneumothorax. This required the insertion of a tube. The ipg remains in use. No further patient complications have been reported as a result of this event.